Event description:
It was reported that a nurse was transporting a pt in a bed. When nurse touched the metal plate of the door to open it, they allegedly sustained a shock. The nurse was transported to ER where they were examined and released with the recommendation that they see a neurologist. They later requested taht they be seen by a pulmonologist instead of the the neurologist. To date, they have not been seen by a physician in either specialty. Reportedly, the nurse has been seen by a chiropractor for alleged back pain.